Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection. The patient was admitted to the ER and was provided IV antibiotics. The device was explanted. Follow up report indicated that the patient was discharged from the hospital and is recovering at home.